Event description:
Product analysis of the returned generator and lead has been completed. Results of diagnostic testing indicated the generator was operating and communicating as expected. Results of diagnostic testing with various electrical loads demonstrate that the generator is measuring resistance values as expected. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. During analysis of the explanted lead, a break was identified in the negative coil. Abraded openings were identified on the outer silicone tubing and in the inner silicone tubing of the negative coil. Dry body fluids were found in the inner and outer tubing with the points of entry being identified as the stated openings and cut ends of the returned lead. Scanning electron microscopy images of the negative coil at the broken end show that pitting or electro-etching conditions have occurred at the break location. However due to metal dissolution and/or surface contamination the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was initially reported that a patient would undergo revision surgery due to an unknown reason. During revision surgery, a company representative was present and while reviewing the patient's clinic notes, it was observed that high lead impedance reading were obtained in (B)(6) 2011 and the device was programmed off. The patient started to have more seizures as the device was programmed off and the patient was no receiving the intended amount of therapy. Systems diagnostics performed pre-operatively resulted in an impedance value of 6712 ohms. The generator was connected to the test resistor and the impedance value from the generator diagnostics was 4007 ohms. The m103 was then attached to the lead and gave an impedance value of 10000 ohms. It was then decided to replace both the generator and lead. There was no report of trauma and no x-rays were taken. Good faith attempts to obtain the programming and device diagnostic history for the patient were unsuccessful. The explanted lead and generator were returned to the manufacturer on (B)(6) 2012 and are currently undergoing product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.